Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material #:305764, batch#:4055237. It was reported by customer that the phlebotomist was using a 21gx1 eclipse needle on a hub to draw blood. When she went to safety the device on her hand, the safety came off causing an accidental needle stick in the phlebotomist. Verbatim: rcc received a complaint via community. Pir attached. Our phlebotomist was using a 21gx1 eclipse needle on a hub to draw blood. When she went to safety the device on her hand, the safety came off causing an accidental needle stick in the phlebotomist.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 21x1 rb tw safety shield broke off. It was reported by customer that the phlebotomist was using a 21gx1 eclipse needle on a hub to draw blood. When she went to safety the device on her hand, the safety came off causing an accidental needle stick in the phlebotomist. Verbatim: rcc received a complaint via community. Pir attached. Our phlebotomist was using a 21gx1 eclipse needle on a hub to draw blood. When she went to safety the device on her hand, the safety came off causing an accidental needle stick in the phlebotomist.